Event description:
A medtronic representative received a report from a site alleging that, while in a spine procedure, a bit stop failed and the surgeon drilled further than desired. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement adj drill stop shipped to site. On (B)(4) 2014 a medtronic representative, following-up at the site, reported the suspect bit stop was looser than a new instrument would be. The site reported that the drill stop seemed to attach, however, when powered on, it vibrated and was loose. It was also reported to the medtronic representative that the patient was fine and this event had no impact on the patient outcome. The surgeon stated there was not a breach of the anterior wall of the vertebral body. Suspect part not received by manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.